Event description:
It was reported to philips that the system's geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed when the issue happened, and procedure was delayed by less than 20 minutes and was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and identified that issues with geometry and the floating table. Upon troubleshooting, fse found that the actual cause was found to be a connection issue within the table's smart drives. To resolve the reported problem, the fse completed the table reassembly, rebooted the computer, and verified that the table and c-arm moved up and down, as well as in and out, correctly to ensure proper operation. After the table was reassembled and the computer was restarted, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The manual lateral and longitudinal movements of the tabletop are needed to move the relevant part of the patient into the centre of the x-ray beam. The panhandle and the pan-knob on the geometry module are used to release the brakes and as such allow manual movements. If the table cannot be manually positioned, the region of interest can be cantered by moving the stand. Additionally, the table brakes are released when the geometry stop button is pressed, therefore loss of manual table movements is not likely to cause or contribute to death or a serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.